Manufacturer narrative:
Based on additional information received, the event is no longer reportable for a serious injury.

Event description:
Information was received from a healthcare provider regarding the patient. It was reported that since the patient¿s last appointment on (B)(6) 2017, they have met with a manufacturing representative (rep) for a program adjustment. It was noted that the rep took care of the patient¿s left side, but now they need work on their right side. The majority of the patient¿s pain is noted in their left low back, left buttock, and llw, but the patient stated that their pain has been better than it previously was. The patient had stated that they continue to have right shoulder pain, and described it as constant and sharp pain that worsens with increased periods of standing , bending , and lifting. The patient did mention that their implantable neurostimulator (ins) is not functioning as well in terms as helping for their pain as much as it used to. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient's weight was (B)(6) pounds as of (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient. It was reported that the patient is not getting stimulation in their lower left leg. The caller stated that the therapy helps other areas of the body, but the lower leg is the most important area. It was noted that a manufacturing representative (rep) tested the leads and increased the frequency on (B)(6) 2017, but had no results. The patient was told to give it a couple days and to let the rep know if they are still not getting relief in their leg. The patient texted the rep noting that the new settings were not working, but they never heard back from the rep. The caller stated that they have a ¿sick feeling¿ and that someone ¿dropped the ball¿ again, and that the patient will need another surgery to get the lower left leg covered. They noted that this is the second time the patient is having back surgery in relation to their implant in the last 2 months. The patient was to follow up with their healthcare provider in order to have their device checked, and possibly have an x-ray done. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.